Event description:
It was reported that this right atrial (ra) lead had dislodged. An x-ray was performed and the lead was found to be dislodged. Subsequently, this patient underwent a revision procedure, this lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.